Event description:
A report was received that the patient was experiencing tenderness at the pocket site and was causing pain running down to the legs. The patient underwent a pocket revision wherein the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
.